Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the g5 cgm mobile application produced intermittent audio. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the app producing intermittent audio could not be determined. A root cause could not be determined.